Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, customer loaded the cartridge with cold insulin. Customer had elevated blood glucose levels (300 mg/dl). Customer delivered manual injections to stabilize blood glucose levels.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge.